Event description:
On (B)(6) 2009, the pt reported that his infusion device began "buzzing" and then the display went blank during basal delivery. He stated that the power pack had been in use for 2-3 weeks and he was using a recalled power pack. He was aware of the recall and stated that recalled power packs had become mixed in with his supply of "corrected" power packs. He was advised to discard all recalled product. No physiological effects were reported. He inserted a new power pack into the infusion device and had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The power pack was requested to be returned for eval.